Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was dropped and the luer lock became disconnected. Customer was able to successfully reconnect the luer lock and resume insulin delivery. Customer's blood glucose level was not adversely impacted by the reported issue.